Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-8925t syndesmosis tightrope was implanted in a patient and an infection occurred. This was discovered after a tibiofibular ligament repair which was completed successfully. No additional information has been provided. Date of surgery and lot number is unknown.